Event description:
It was reported that during a laparoscopic nissen procedure the surgeon received and error code while activating of the device. The tech was cleaning the device and the active blade broke off of the device on the mayo table. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.

Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9. "Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This literature is from (B)(6). This case is 5th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. The lesion was not an isr but it was a cto lesion. The diameter of the vessel and the lesion length were unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, four cypher bx (size and lot unknown) were implanted. The total stent length was 94mm and the diameter of the stent was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. At the first follow-up (6 ~ 9months after the implant) angiogram, the stent fracture and restenosis were observed. The location of the stent fracture was unknown. The restenosis was located in fracture site and the angiographic pattern of restenosis was focal type. The %ds was 68% and popma et al classification was iii. To treat the restenosis, cypher (details unknown) was implanted. After that, no recurrent restenosis was observed. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.